Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient alleges black particles all over the humidifier. There is no allegation of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. External examination of the unit found a scratched lcd screen and damage to the upper enclosure. No contamination was observed in the device. The device was powered on and is functional. The device's downloaded event log was reviewed by the third-party service center and 1 error were logged. Three attempts to have further information were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device returned to third-party service centre.